Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified posterolateral left circumflex. A 8mm x 2.25mm nc quantum apex balloon catheter was advanced to post dilate the deployed 2.25 x 12mm promus element drug eluting stent. Upon the first inflation, no issues were encountered. On the second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.